Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. The shaft and hypotube were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was tightly folded. There was a complete hypotube separation 58 cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 6 x 2.5 mm, 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.5 mm x 8 mm quantum¿ maverick¿ balloon catheter was advanced for dilation; however, the shaft was fractured about 20 cm from the hub. The device was simply removed and the procedure was completed with another of the same device. No patient harm or complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 6x2.5mm, 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.5mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilation; however, the shaft was fractured about 20cm from the hub. The device was simply removed and the procedure was completed with another of the same device. No patient harm or complications were reported and the patient's status was stable.